Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 620 mg/dl. Cause was not known. A manual correction injection was administered to address bg and all pump supplies were changed. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.